Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the insulation was abraded at 9.0 cm to 9.2 cm and 9.8 cm to10.8 cm from the distal tip. The damage found likely resulted in the reported noise and low impedance. Surface abrasions damaging but not breaching lead body insulation were noted at 9.8 cm to 10.8 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Lead fracture was not confirmed.

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited low impedance, noise and was fractured. Noise could be reproduced. The lead was explanted and replaced. The patient was stable after the procedure.